Event description:
Pt admitted for hernia repair. Prior to staring procedure and after drapes placed, the hand-switch cautery pencil (deroyal electrosurgical pencil with rocker switch) was attached to bovie generator. Without being touched (or activated), the hand-switch cautery pencil grounded through the drapes. Caused 2nd degree burn to pt's chin.